Event description:
User alleges one event of when performed a blood draw and, when went to engage the needle, the needle could not click into the needle protection device. Needle stick reported. No treatment.

Manufacturer narrative:
Results evaluation (other): our investigation into this event is very limited as the user facility did not return the device used in this event. A review of our complaints database show no other reports on this device lot number of the finished good or the needle lot number. A further review shows no similar reports received on this catalog number. A review of the mfg and incoming records show no problems noted that would explain this event. The mfg lot size, for the reported lot number, was 53,300 units. Without the device sample we are unable to determine the exact cause of this event. Due to no similar reports received, we feel this is an isolated incident and it has been logged for trending.